Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were visual indications of dried fluid within the cassette compartment.there were visual indication of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational.an internal inspection of the cycler found a short on t1 of the inverter board with lot code 2240 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational.touch screen test passed.system air leak test passed.valve actuation test passed.pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined.there were not discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s)..a review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient called fresenius technical support to report the liberty cycler alarmed with an m30 balloon valve leak warning during step 5 of set up. The patient tried to press ok to continue and was able to clear message by pressing the ok multiple times. This was the second night with the same issue. Cycler has re-setup with new supplies.the fresenius technical support representative advised that a replacement cycler would be issued, and to discontinue using their current unit. There was no patient involvement, no harm or adverse event reported. Additional information was requested but none was provided. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.